Event description:
Boston scientific became aware of an event involving a dreamtome, hydra jagwire and hurricane rx balloon through the article titled, "endoscopic retrograde cholangio-pancreatography and endoscopic ultrasound in the management of paediatric acute recurrent pancreatitis and chronic pancreatitis", by deepak joshi et. Al. Per the article, between (B)(6) 2008, and (B)(6) 2022, a study of 562 patients suffering from acute recurrent pancreatitis and chronic pancreatitis were being evaluated via treatment efficacies. Two techniques were used: endoscopic retrograde cholangio-pancreatography (ercp) or endoscopic ultrasound (eus) methods. The following occurred with the study patients: hemorrhage, perforation, hypoxia, pancreatitis and sepsis. The bleeding was managed with blood transfusion. These complications were managed conservatively with intravenous fluids and analgesia. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2008, is used for the estimated date of event between january 1, 2008, and december 31, 2022. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: deepak joshi; taimur shafi; usama al-farsi; margaret g. Keane; tassos grammatikopoulos; rania kronfli; erica makin; mark davenport; elizabeth hayward; andrew pool; david reffitt; john devlin and philip harrison "endoscopic retrograde cholangio-pancreatography and endoscopic ultrasound in the management of paediatric acute recurrent pancreatitis and chronic pancreatitis" journal of clinical medicine 2024, institute of liver studies, kings college hospital nhs foundation trust, london se5 9rs, UK, journal of clinical medicine 2024, https://doi.org/10.3390/jcm13185523. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0726 captures the reportable event of hypoxia. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.